Event description:
"Q:" this patient is in the hospital and a cle was sent. The transmission shows atrial and unipolar impedance warning from (B)(6) 2020. Can you tell if there is an issue going on with the lead? A: patient has a st. Jude lead, impedances appear to be stable since generator change in 2019. Atrial unipolar impedance averages 190 - 228 ohms, atrial bipolar impedances average 209 - 228 ohms. This appears to be rpi 212. Atrial capture thresholds stable. Rv capture management appears to between 2 - 2.5 v. Rv impedances and sensing are stable. Consider reaching out to the follow up clinic to discuss possible lead concerns. Atrial bipolar lead impedance warning on (B)(6) 2020. Atrial unipolar lead impedance warning on (B)(6) 2020. Patient activity less than 1 hr/day for 2 weeks. Alert: atrial bipolar lead impedance warning on (B)(6) 2020. · atrial unipolar lead impedance warning on (B)(6) 2020. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).